Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were experiencing a loss of stimulation. The patient stated that they noticed that they stopped feeling stimulation about a week ago, and clarified that it was the end of (B)(6) 2017. It was reported that the patient fell and broke their nose about three weeks prior to the date of this report. It was noted that the patient hadn't had any recent medical tests or electromagnetic interference (emi) environmental exposure. Charging functionality was working normally. When connecting with the recharger and pressing the ¿charge¿ button, the patient was able to get six coupling boxes filled in. The patient stated that their implantable neurostimulator (ins) battery was half full but stimulation was turned off. The patient was able to turn stimulation back on and could feel it. The patient was unable to check their ins using the patient programmer as they didn't have it with them at the time of the call. Additional information provided on (B)(6) 2016 reported that the patient found their programmer and everything was working fine. The issue was resolved. Indication for use is other chronic/intractable pain (trunk/limbs).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.